Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. A cartridge change was performed resolving the occlusion, however, a replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The failure investigation has been completed. A log review and duplication testing was performed, and the alleged issue was verified. An alarm 30 was also identified.